Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was having an MRI unrelated to the dbs. B1rms levels protocol was followed and the device was turned off. Unfortunately, they were unable to finish all the scan because of their tremors. The patient was then changed to a bipolar setting and the device was left on to help the tremors. The patient continued to finish their MRI. Total scan time of 16 min and 47 seconds. Then the patient said they felt some electrical feeling in their left hand. The MRI was stopped, and impedances were rechecked, and all were within normal limits. The device was put back to the original settings and the MRI was not resumed because they were able to get enough scans. It wasn¿t known if the tremors were due to the new programming settings, MRI, or hand positioning with the MRI. The issue was resolved when the patient was switched back to their settings. There were no further complications reported.